Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker exhibited a code 1003. This pacemaker was explanted and replaced with a new one of the same model. No additional adverse patient effects were reported. This product is expected to be returned for analysis.